Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The baseline gender/age of the patients is male/68 years of age. Since no device ID was provided, it is unknown if this event has been previously reported. The date of death is not available at the time of this report; as there is no indication of specific serial number/patient information listed. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of the introduction of a standardised ICD programming protocol: real-world data from a single centre. Journal of interventional cardiac electrophysiology. 2016;46(3):335-343. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information implantable cardioverter defibrillators (icds). Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique manufacturer/device serial numbers. The article indicated that there were patient deaths identified. There were also reports of device inappropriate therapies given, as well as reports of "documented syncopal episodes" seen. The status/location of the device is unknown. There is no allegation of device-death relatedness indicated in the article; however, the cause of death and device-relatedness has been requested, but not yet received.